Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The expected infusion time was 72 hours. However, about 120ml of the medication remained in the device. The treatment regimen was 42ml of recombinant human endostatin in102ml of normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. Correction: e3. H4: the lot was manufactured between march 14 to 15, 2024. H11: the actual device was received for evaluation. However, the flow restrictor was not returned. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. As the flow restrictor was not returned, a functional flow rate test could not be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.